Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert. During troubleshooting with tandem technical support the cause of the alert was explained to the customer (bolus screen is opened but no action is performed and screen is not exited within 90 seconds); however, the customer reportedly, didn't remember navigating to the bolus screen. In addition,the customer reported the pump battery was observed to be depleting quickly. The customer declined to perform troubleshooting for the battery issue. The customer's blood glucose was not impacted by the reported issues. Reportedly the customer would continue to use the pump for insulin therapy.